Event description:
It was reported that a customer's pump failed to recognize the cartridge even after changing batches. There was no information available about the customer's blood glucose levels, so it was determined there was no reported adverse impact on their blood glucose level. The customer was expected to return the device for further examination, and a subsequent update indicated the pump started, charged, and recognized by the computer. A cartridge successfully loaded and delivered a bolus with no alerts or alarms during the pump system check.